Manufacturer narrative:
An investigation has been initiated. A review of the mfg records indicated that all device specs and quality requirements were satisfied. When the investigation is complete a final report will be submitted.

Event description:
It was reported that the catheter developed a "transverse crack behind the cone on the venous line. The problem occurred after about 45 minutes of trouble-free hemodialysis treatment."